Event description:
A caller reported a malfunction on the pump, customer¿s blood glucose (bg) level was 469 mg/dl. The customer managed the high blood glucose by administering a correction injection using multiple daily injections. There was no need for third-party assistance. Technical support provided instructions to reset the pump, and after the reset, the malfunction code did not recur. The customer was advised they could continue using the pump and to call back if the issue arises again.